Event description:
Driver broke during surgery. Per the sales rep, the surgeon was torquing down the screw into the pt and it wasn't catching. The surgeon's arm was up high, thus I think the angle of the driver opposed to the screw drive pocket played a part in the tip breaking.